Event description:
It was reported that while in use the dilator tip was blunt and therefore not usable.a new kit was used.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock and dilator for evaluation. The dilator contained an overall gradual curve. Visual examination revealed the dilator tip was frayed, jagged, and contained white coloration. This damage is consistent with undue force being applied to the dilator tip, causing the material to stretch. The total length of the dilator measured to be 101 mm which is within specifications of 95.2-108 mm per product drawing. The inner diameter of the dilator tip measured to be 1.016 mm which is not within specifications of 0.91-0.97 mm per product drawing. This confirms that the dilator tip was stretched. A lab inventory guide wire was able to pass through the returned dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to enlarge cutaneous puncture site with cutting edge of scalpel prior to dilating the skin. The customer report of a dull dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was frayed and stretched, giving it a dull appearance. The sample passed all relevant functional testing and a device history record review was performed with no relevant findings. Based on the appearance of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use the dilator tip was blunt and therefore not usable. A new kit was used.